Manufacturer narrative:
Concomitant medical products: 2000us, hvad, accessory, implanted: (B)(6) 2017; 1125 hvad outflow graft implanted (B)(6) 2017; 1475 hvad accessory implanted: (B)(6) 2017; 1318 hvad surgical tools (B)(6) 2017; 1600us hvad accessory (B)(6) 2017; 1425us hvad accessory (B)(6) 2017; 1435-hvad accessory (B)(6) 2017; 100us hvad drive line (B)(6) 2017; 690r28 heart ring (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital after having received a shock. Reprogramming was performed and the implantable cardioverter defibrillator (ICD) settings were adjusted. The patient was also started on an intravenous antiarrhythmic medication. The ICD remains in use. No further patient complications have been reported as a result of this event.